Event description:
A caller reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the caller plugged the tandem wall adapter into a working outlet for at least 30 consecutive minutes, and no further assistance was required as the pump began charging using the original charging supplies.